Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a female patient had the catheter because of urinary retention. The catheter was found in the bed with the balloon fully deflated the first time. The patient was calm and did not pull on the catheter. She had a second catheter inserted and the exact same issue occurred a few hours later. The patient experienced pain from two catheter insertions. The patient's condition was reported as fine.